Manufacturer narrative:
Device inspection found exposure of the inside metal of the insertion tube (the inside metal only visible - not protruding). Furthermore, inspection found connecting tube (insertion unit) has coating peeling. In addition, the following findings were noted on the device: due to wear of angle wire, bending angle in up direction does not meet the standard value. Adhesive on a-rubber has a crack. Universal cord has buckling. There is a break in the insertion tube and wires are exposed (not confirmed) investigation is ongoing, this report will be supplemented accordingly following investigation.

Event description:
It was reported that there is a break in the insertion tube and wires are exposed. The issue found at reprocessing. There is no patient involvement associated on this event. Device return evaluation found connecting tube has coating peeling. This report is being submitted for connecting tube coating peeling.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that stress led to phenomenon (physical, chemical, storage, etc.) A definitive root cause cannot be identified. Instructions for use (IFU) (operation manual) warns regarding applying external stress to insertion section as follows: "important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." IFU (reprocessing manual) warns regarding reprocessing deviated from IFU as follows: "1.4 precautions: for information on the durability of olympus equipment against a particular reprocessing method, contact olympus. In general, olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found." IFU (reprocessing manual) warns on storing devices in poor circumstance as follows: " store the endoscope and accessories in an endoscope storage cabinet that also protects the equipment from physical damage. To prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone. To prevent damage, do not store the endoscope and/or accessories with chemicals or in a gas-generating area." Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received from the customer: the fault was observed while processing after the procedure. Prior to the procedure the scope passed a leak test and no damage was observed. It was then sterilized (low temp). The procedure was diagnostic and completed successfully with no delays.